Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an emergency procedure, the customer reported that when pressing the foot switch, no image appeared. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The log file analysis of the system showed no abnormal behavior or error messages concerning x-ray in plane b. Each time the fluoroscopy in plane b was requested via the foot switch the system released x-ray in plane b. With the given information no system failure or malfunction could be identified and no further errors have been reported. The manufacturer is not considering further actions resulting from this individual event as no failure could be identified.